Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection revealed tamper seal was intact. During functional check, the customer's problem was duplicated during the investigation. The root cause was orange wire optical switch broken due to error code 1870. Optical switch was replaced.

Event description:
It was reported that a new optical switch is needed. No patient injury reported.